Event description:
During the procedure, the harmonic scalpel device was burning tissue that came into contact with the shaft of the device.

Manufacturer narrative:
Visual inspection of the returned device showed tissue build-up as well as charring on the blade of the device. Ascent's instructions for use states: "blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During prolonged activation, the blade, the clamp arm and the distal 7cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." A review of the lot control sheet for the reported device serial number, indicated that the instrument passed all applicable tests and inspections prior to release.